Event description:
The pt has two leads from the same lot. It was reported the pt has been experiencing a coughing spell, right leg weakness, and bowel/bladder function issues. It was also reported stimulation has become irritating and makes the bowel/bladder issue worse. As a result, the pt went to the emergency room and a CT myelogram was performed. The results came back negative, but the pt has a f/u appointment on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.